Manufacturer narrative:
Analysis of product ID 1899200 of serial # (B)(4) and lot # 219080176 confirmed the reported fault of device getting heated. Pre-repair temperature in fahrenheit - front bearing : 134.2°f; motor : 187.6°f; rear bearing : 179.5°f; ambient : 77.6°f. Visual inspection found that the handpiece cosmetically fine. Connector has dent. Motor is noisy. Hi-pot test fail and motor cable assembly found faulty. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-op the handpiece is not working and getting heated. There was no patient involved. On follow-up it was reported that there was no patient/ staff impact. Device overheats within a minute. There was no delay in surgical procedure and backup device was not used.